Event description:
The pt experienced a loss of pain relief 1 week after the implantable neurostimulator system was implanted. She felt stimulation in the wrong area. X-rays revealed that the titan anchor had separated. The leads had moved. The hcp wanted to revise the system. The pt outcome was reported as 'no injury.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).